Event description:
It was reported prior to use of bd vacutainer® sst¿, an unspecified number of tubes contained foreign matter defects inside the tubes and gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 8 photos for investigation. The following was observed: lot 5136427: the photos show that the eps tray for batch 5136427 was damaged, and the tubes on that tray had eps beads on them. Gel air bubbles were observed in tubes from batch 5136427. Black foreign matter(fm) was seen on the bottom of some tubes from batch 5136427. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the following for lot 5136427: damaged, foreign matter, gel air bubbles and tray pack residue. This complaint has been confirmed for the following for lot 5140352: foreign matter and gel air bubbles. This complaint has not been confirmed for the lot 5140352, for the indicated failure modes: damaged and tray pack residue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6). G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® sst¿, an unspecified number of tubes contained foreign matter defects inside the tubes and gel air bubbles. There was no health impact or consequences reported.